Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and power loss alarm. The customer¿s blood glucose level was 136 mg/dl. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that they were able to clear and rewind the insulin pump. Display was blank after removing battery. The insulin pump will not be returned for analysis.